Event description:
The reporter stated that after having been in place for one hour, the rn noted that the tubing and cassette were filling with air. The customer indicated that they believed that the set had been properly primed.